Event description:
It was reported that the patient experienced respiratory depression two hours post implant that was attributed to an "opioid overdose." He was admitted to intensive care unit. It was stated that patient had received pain medication in pacu (post-anesthesia care unit). Following implant the patient was initially programmed at the lowest possible rate for the concentration of morphine 25mg/ml i.e. 1.202mg/day that was necessary to perform the priming bolus; this was noted on the pump printouts. Immediately after the bolus was completed the pump was programmed to the minimum rate of 0.156mg/day, as ordered by the physician. They had no conclusions about the cause of the overdose. On (B)(6) 2012, it was reported that the healthcare provider (hcp) had seen the patient in office "last week and he was doing perfectly" and per the hcp "there was no chance that this rate of intrathecal morphine sulphate can lead to any significant respiratory or other event." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8840, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.